Manufacturer narrative:
No device deficiency was reported. Pericardial effusion is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a small pericardial effusion was noticed on intracardiac echocardiography (ice). Ice was used after the transseptal puncture but prior to ablation to check for effusion, with none found. The left superior pulmonary vein (lspv) was ablated with no issues. While moving from the lspv to the left inferior pulmonary vein (lipv) the tip of the balloon catheter was possibly inserted in the left atrial appendage. After accessing the lipv, the effusion was noted as well as a drop in blood pressure. Pericardiocentesis was performed, after which the effusion was noted to be stable.